Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system is a dialysis patient and received an inappropriate shock from their device. It was noted that the patient had small qrs signals with elevated q-t. The device would double/tripe count. Post-shock, signals remained small and then would return to normal sinus rhythm. The patient reported feeling symptoms, but symptoms were not described as serious. The device was tested against the new smart pass algorithm, but did not pass the criteria based on the patient's rhythm morphology. The s-ICD system was later explanted and replaced with a transvenous system. No adverse patient effects were reported.